Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have no leak of cloudy white fluid. The event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "leaking cloudy fluid" from the foot pedal. It was unk whether or not the device was used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.